Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review of the subject microcatheter could not be done because the lot information was unavailable. Referring to known similar defects, it was inferred that torsional/tensile stress exceeding the product's design limit was applied while the catheter tip was trapped by the lesion or narrowed vessel, and that stress led the catheter tip to be damaged and eventually separated along removal from the anatomy. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, it was concluded that there was no indication of product deficiency. Instructions for use states that: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of the subject microcatheter became separated during a percutaneous intervention. The separated tip was left in the patient; however, there were reportedly no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The subject microcatheter was returned for investigation. The returned microcatheter was missing its tip. At approximately 23cm from the proximal catheter end, the catheter shaft was found kinked. The broken tip was microscopically observed. It revealed approximately 5mm of the tip was missing. Underlying braids and the innermost polymer layer were found stretched. Multiple circumferential cracks, typically seen on the catheter tip that is broke due to excess pulling stress, were observed on the surface of the remaining tip polymer on the catheter shaft. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product's design limit was applied while the catheter tip was trapped by the calcified lesion, and that stress led the catheter tip to be damaged and eventually separated along removal from the anatomy. A kink found on the catheter shaft was not indicated by the physician; it might occur due to bending stress applied after usage such as during packaging for device returning. There was no indication of product deficiency. Instructions for use states that: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
Elective admission for lms assessment and consideration of pci to rca. Lms assessment found mild eccentric atheroma in body of lms, although appearance was not significant. Decision to pci rca was made. It was reported that during a pci to treat a calcified and tortuous type c cto lesion in the mid rca, the tip of the subject microcatheter became stuck in the lesion and separated. The pci was started with a non-asahi 6f guide catheter, followed by the subject microcatheter and an asahi guide wire. It was able to cross the mid rca lesion with the wire and microcatheter. The wire was able to cross the distal rca lesion, and the microcatheter was advanced over the wire to cross the distal lesion, when the catheter tip got stuck in the lesion. Torque transmission was poor due to tortuosity, so that decision to withdraw the microcatheter was made but catheter tip separated and stuck in the lesion. Shaft portion was pulled out fine. A non-asahi guide wire was advanced to stent the separated tip; however, the guide wire entered into subintimal space after passing the catheter tip and could not reenter the true lumen. The pci was ultimately abandoned. It was planned to medically treat the rca cto, ismn was increased, and follow-up locally. Reportedly, the patient had no chest pain and ECG changes at all. The patient was in stable condition and discharged home on same day.

Manufacturer narrative:
(B)(6).